Manufacturer narrative:
Other, other text: returned device was received with the enclosure cracked by the drain fitting causing leak, both covers were cracked and line cord was worn. During the evaluation of the device the customer reported condition was confirmed. Problem source was traced to user interface. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
It was reported that the fluid reservoir had a crack near the tank. No adverse effects to patient reported.